Event description:
It was reported that the aws powered down while imaging a patient. It was determined that it was a reclaimer failure . The reclamation settings were adjusted and the video card was reseated.